Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the wheel lock are not working. They will not engage and the wheel locks are loose.